Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4). Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: balloon loss of pressure on a mynxgrip (5f) vascular closure device, the device pulled through along with the sheath. Manual compression was applied for less than 30 minutes. The patient was not hospitalized. Stick location: common femoral artery procedure: coronary.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a ~3 mm longitudinal tear in the balloon, approximately 5 mm from the balloon proximal tip. The balloon appeared to be intact with both ends of the balloon still attached to the device (no missing pieces). Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (lot f1424801) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).